Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced occlusion (insulin flow block) at the site event on 15-jul-2024. The event occured within 3 hours of insertion. The insertion site was at the abdomen. The blood glucose level was high at the time of event and therefore the patient was treated with multiple daily injection (mdi) shots.the patient changed the supplies as necessary and resumed insulin deliveries succesfully. No further information was available.